Manufacturer narrative:
Please note the customer was using 2 analyzers for this patient, please see 1628664-2018-00144 for analyzer sn (B)(4). All available patient information was included. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument maintenance. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by performing the the as-needed maintenance procedure 6052 wash cuvettes which was not performed following any of the occurrences of error code 0550 as instructed in the architect operations manual.. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely depressed sodium data for four patients on the architect c4000 analyzer. The following data was provided (mmol/l): sid (B)(6) (avb); initial 100.3, repeats less than 100, 102.1, 136.8, 136.6, 137.7, 137.0, 145.3, 146.3. Sid (B)(6) (jb); initial 113.7, repeats 110.7, 138.6, 148.4896, 147.4. Sid (B)(6) (gb) ; initial 109.3, repeats 110.0, 113.4, 141.6, 140.9, 140.4, 140.8, 150.0382, 149.3, sid (B)(6) (alb); initial less than 100, repeats less than 100, 100.1, 140.0, 139.3, 140.3, 139.6, 152.3925, 152.4. There was no impact to patient management reported.